Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented to the clinic with shortness of breath and was sent to the emergency room. Upon interrogation it was determined the pacemaker was pacing at the maximum sensor rate while at rest. It was noted that the minute ventillation (mv) feature was programmed on. Boston scientific technical services (ts) was consulted and suggested programming mv off. Reprogramming occurred. Review of the data stored within the device showed that the high rate pacing had been occurring since shortly after implant. The pacemaker remains in service and no additional adverse patient effects were reported.